Event description:
It was reported that the patient had the transvenous pacemaker system including the right ventricular (rv) lead removed and replaced with a leadless pacemaker system. The reason for the system replacement was not stated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).